Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since product has not been returned, visual/functional inspection could not be performed. Pictures or x-ray images were not provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) & biomet 3i restorative manual (instrm rev b 10/15) information identified: warnings, precautions and potential adverse events documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 02/16 information identified: torque matrix - internal connection. Warnings: reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Complaint reported that the screw loosened. The reported complaint could not be verified as the device was not returned and the conditions of the loosening event are unable to be replicated. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw (iunihg) loosened. The patient will have the entire abutment and crown replaced.